Event description:
A cartridge alarm was reported by the caller, which did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact. Tandem technical support decided to replace the pump and provided instructions for returning the problematic one. The caller understood these instructions and acknowledged receiving a replacement pump with updated software. Additionally, the customer will use multiple daily injections as a backup therapy to ensure insulin delivery remains uninterrupted.